Event description:
Nine weeks after total hysterectomy lavh had right inguinal hernia repair with mesh. Do not know brand of mesh, surgery started as laparoscopic then turned into open repair, next morning intense pain area of surgery stayed 10 days. Continued having debilitating pain, could no longer do my job as pneudraulic systems mechanic. Had mesh removed on (B)(6) 2016 continue to have pain in groin now have seroma at inguinal hernia sight scheduled to have it drained on monday (B)(6) 2017. I requested removal of seroma, doctor infused, will only drain. This is the same doctor who removed the mesh in (B)(6).